Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip delivery system (cds) was advanced to the mitral valve; however, it was noted that the posterior gripper would not lower. Troubleshooting was performed but all additional attempts were unsuccessful. The posterior gripper stayed fully raised and the physician decided to remove the cds from the patient. A new cds was used to complete the procedure and reduce the final mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na